Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge, however a replacement pump was sent to the customer to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.